Manufacturer narrative:
The device was received. Investigation is not complete. The underdelivery that the delivery is being reported for was noted during manufacturing testing; therefore, user facility event codes are not applicable in this case.

Event description:
During initial testing at the manufacturing facility, the device underdelivered. The device delivered a measured volume of 16.08ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%).